Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted about a month after implant. The patient no longer has a system implanted. No product allegations have been received at this time. No additional adverse patient effects were reported outside of the explant procedure. Per additional information received, the patient experienced an infection. No additional adverse patient effects were reported.